Manufacturer narrative:
Based on the results of the investigation, the type of foreign material and most likely cause of the foreign material on the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had crystallization on the bending section cover. The customer clarified that the crystallization referred to the appearance of foreign substance on the cover due to use of various type of oral mucus and disinfection solutions. The issue was found during service and maintenance. There was no patient involvement.